Event description:
It was reported that the aid had opened the door of the tub and was starting to place the resident into the tub from his wheel chair when the door suddenly dropped. The aid caught the door before it fell all the way and the resident was not yet in the tub or close to the door. There were no injuries.(B)(4).